Event description:
Primary stability achieved, no osseointegration. Diabetes mellitus. Bone graft was done. Patient developed infection. Implants were taken out and another bone graft was done to correct the ridge. Patient did not come back. Same patient as (B)(4).